Manufacturer narrative:
Device evaluation: review of the black box information for the date of the alleged event on (B)(6) 2013 and the previous day (B)(6) 2013 revealed the following: the pump emitted a low cartridge alarm on (B)(6) 2013 at 17:42. The patient delivered a normal bolus of 3 units on (B)(6) 2013 at 20:16 and another 3 unit bolus at 23:56. At 09:29 on (B)(6) 2013, the cartridge had 1 unit of insulin remaining. A ¿rewind¿ occurred at 09:32 on 04/04/2013 and the pump had ¿loss of prime¿ at 09:35. The load and prime was not performed until 6 hours, 39 minutes later at 16:14 on (B)(6) 2013 during which time the patient did not receive insulin via the insulin pump. A normal bolus of 4 units was delivered on (B)(6) 2013 at 16:19. A second bolus of 4 units was then delivered 45 minutes later at 17:04. The next bolus delivery was for 5 units at 21:08 on (B)(6) 2013. Further review of the black box information revealed a ¿rewind¿ on (B)(6) 2013 at 13:31, ¿align¿ at 13:32, alarm warning for ¿no cartridge detected¿ at 13:32. Investigation confirmed that the subject pump correctly displays the message ¿disconnect infusion set from your body!¿ prior to performing the rewind motor function, which is accessed through the prime menu. On examination, the keypad was intact without damage. On testing, the keypad buttons had proper response. A rewind, load and prime sequence was performed with no evidence of motor or load step malfunction. The pump was exercised for 29 hours with no delivery issues. The pump was opened for investigation and revealed a fracture in a force sensor wire near the force sensor pin.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(4) 2013 alleging on (B)(6) 2013, the patient experienced low blood glucose (bg) of an unknown measurement as a result of the insulin pump administering "a large amount of insulin" by the pump itself, without patient action. The distributor reported that firemen helped the patient to elevate her bg and the patient refused to be taken to the hospital for treatment. The distributor stated the patient consumed a full can of marmalade to raise her bg. On review of the pump history, there was no record of a bolus being delivered by the pump; however, the patient alleged that the insulin cartridge emptied itself fully. The patient reportedly did not alert her healthcare provider (hcp) of the alleged incident at the time that it reportedly occurred, but made the hcp aware at a later date when the hcp contacted her for a different issue. The patient's hcp commented to the distributor that they doubt the patient's allegation against the pump and highlight that this patient is "very peculiar and she tries to manipulate other people." Review of the pump at the time of the allegation revealed the time and date were set correctly as were the basal settings, the patient was using the correct program, advance settings were correctly programmed and per the pump history, the pump delivered as programmed. This complaint is being reported because the patient alleged a pump malfunction of unknown cause resulting in low bg that required medical intervention.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.